Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation (orif) surgery for left distal radius fractures with the va-lcp system. During the surgery, while the surgeon was drilling through a guiding block for fixation at the distal end, the drill bit broke at the fluted part. The broken part was sitting in the guiding block, the broken part was removed successfully. An x-ray confirmed that there were no fragments left in the patient. By replacing the broken drill bit with another drill bit, the surgeon completed the surgery successfully without any delay. The patient was reported as stable. Concomitant device reported: guiding block (part number unknown, lot unknown, quantity 1), guide/compression/k-wires (part number unknown, lot unknown, quantity 1). This report involves one (1) 1.8mm drill bit with depth mark/qc/110mm. This is report 1 of 1 for (B)(4).